Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the leg and c-ring was split. Device removed from leg without incident and new device was opened to complete case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The cannula vv7 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. Signs of blood were observed on the cannula and on the c-ring at the distal part of the cannula. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; cannula; c-ring cut¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the leg and c-ring was split. Device removed from leg without incident and new device was opened to complete case. The hospital did not report any patient effects.